Event description:
Information received with return of the explanted device notes that later in the day of implant there was a failure to pace in the ventricle as well as possible tamponade. A CT scan revealed that the lead tip came out of the epicardi-um and a subsequent surgery was performed to replace the lead.